Manufacturer narrative:
(B)(4). Pump received with intermittent button response due to j2 connector unlocked on lcd board. No button error alarm during testing. Pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, self test, excessive no delivery test and occlusion test, no motor error alarm during testing noted. The motor was tested outside the unit and passed.

Event description:
Information received by medtronic indicated that, the buttons were hard to press. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had motor error alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information and analysis results regarding this event was reported as an MDR under MDR number 2032227-2020-185448. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.